Event description:
The device involved in this MDR report will be explanted because it could not be interrogated. In addition, no magnet response was observed.

Event description:
The device involved in this MDR report will be explanted because it could not be interrogated. In addition, no magnet response was observed.